Event description:
The patient stated, "had cosmetic bonding between her 2 front teeth, that was to fill a gap. When she put in her step 3 aligners, that cosmetic bonding broke off. She is now worried that her gap is not going to close as predicted. And is not sure, what her next steps are. Said, this step feels fore sore, because of that missing cosmetic bonding".

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.